Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis revealed suture sleeve impressions on the insulation at 15.8, 16.7 and 17.5 cm from the connector end. The distal insulation was also damaged at 15.8 cm. The dam age was consistent with the suture sleeve being tied down too tightly. The damage to the distal insulation which resulted in the shorting of the coils would account for the reported sensing and high threshold anomalies.

Event description:
It was reported that the right ventricular lead exhibited a capture threshold of 3.5 v, 0.5 ms. Sensing was less than 2.0 mv. An insulation breach was noted close to the suture sleeve. The lead was removed and rep laced.